Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy thresholds and a gradual increase in pli measurements from the 600 ohms to 1200 ohms range. It was noted that the patient is not ventricular pacing dependent. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.